Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs system was auto-reducing. Diagnostics indicated high impedances on the lead. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue.